Event description:
Ous MDR - it was reported that multiple episodes of oversensing (without shock delivery) were observed via remote monitoring about 2 years after the implantation. The impedance and threshold measurements were in range. Sensing tests confirmed oversensing. X-ray did not indicate a lead dislodgement. The ICD was reprogrammed and the patient is being monitored. No adverse patient side effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.